Event description:
A pt fell out of bed and later died. There were conflicting reports as to what occurred. A report from a facility rep stated that the pt rolled over in bed (toward the right side), appeared to hit against the siderail, the upper rail fell down and the pt fell to the floor. A second report stated that, according to facility personnel, the pt had thrown their leg over the siderail and released the siderail latch while the staff was bathing them. This report said that at 10:00 a.m. An aide saw no apparent injury. Although the pt did not want medical attention, pt was sent to the hosp at 3:00 p.m. And tests showed no injuries. The pt reportedly died at 12:05 a.m., however, this report also referred to a statement by a family member that the pt had lived at the nursing facility for 12 years due to a massive stroke in 1991, was almost totally incapacitated, could not speak, and had never fallen out of bed before. A third report indicated the pt, who needed constant care, fell out of the bed while staff was bathing them.